Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. All operating currents were within specification and no unexpected low battery, failed battery test of off no power alarm was noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked reservoir tube window through the reservoir tube, cracked battery tube threads and a broken belt clip slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed an error, then failed battery test, and that insulin was "squirting" out during the manual prime process. A protruding drive support cap was observed. The customer stated that she was stuck in the prime rewind loop. The blood glucose reading was 83 mg/dl. Advised replacement of the insulin pump. Nothing further reported.